Event description:
Customer reported under infusion of herceptin. Herceptin was infusing with 290 ml to run over 30 minutes. After 30 minutes, there was a residual of 25ml and an actual run time was reported as 40 minutes. No pt harm. Product return is not expected.